Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the patient received inappropriate recurrent shock due to fast atrial fibrillation (af). The patient was hospitalized and administered antiarrhythmic medication intravenously and discharged from the hospital approximately 13 days later with outcome as recovered. The crt-d remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study. It was further reported that the patient was not hospitalized as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the patient received inappropriate recurrent shock due to fast atrial fibrillation (af). The patient was hospitalized and administered antiarrhythmic medication intravenously and discharged from the hospital approximately 13 days later with outcome as recovered. The crt-d remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Event description:
It was further reported that the patient also received inappropriate anti-tachycardia pacing (atp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.